Manufacturer narrative:
This report is being filed by the manufacturer arjohuntleigh, inc. Please note that previous medwatch reports for this product may have been submitted from the manufacturing site kinetic concepts, inc. As of (B)(4) 2012, complaints related to this product are to be handled by arjohuntleigh, inc. Add'l info will be provided upon conclusion of the manufacturer investigation.

Event description:
The following was reported to arjohuntleigh by the nurse: on (B)(6) 2013, the bed was not able to rotate to the prone position utilizing the control monitor. The bed was able to be rotated to the prone position manually. There was no injury to the patient.